Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a shaft break. The device was received advanced on to the customer's guidewire. A visual and tactile examination identified a complete break of the shaft located at the shaft polymer extrusion to hypotube bond. The shaft was also noted to be severely stretched and kinked along its entire length. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were noted with the shaft that may have contributed to the complaint incident. A visual and tactile examination identified a complete break of the hypotube located approximately 1050mm proximal of the shaft polymer extrusion to hypotube bond. The proximal section of hypotube including the hub were not returned for analysis. The hypotube was also noted to be kinked at more than one location along its length. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. An examination of the returned device identified that the balloon had not been inflated. No issues were identified with the balloon which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, when the device was advanced, it was noted that the device was unable to cross the lesion. Furthermore, when the device was removed, it was noted that shaft separation occurred outside the patient's body. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported.